Manufacturer narrative:
Clinical investigation: there is a temporal relationship and possible causal relationship between peritoneal dialysis and utilization of the liberty select cycler and the patient event of hospitalization due to hyperkalemia resulting from not being able to drain while utilizing the cycler. However, there is no documentation in the complaint file to show that a malfunction of the liberty select cycler occurred. Although it was reported that the patient did not have any fibrin in the clinic or hospital, the patient did report seeing fibrin in the pd catheter prior to going to the ER. The fibrin could have passed before the patient was admitted to the hospital, clearing the pd catheter and permitting the patient to fill and drain without issue while hospitalized. Failure in dialysate inflow or outflow can be either due to intraluminal or extraluminal obstruction (eg, fibrin strands or omental wrapping, respectively). The pdrn reported they suspect the liberty select cycler or cassette caused the patient¿s drain issues resulting in the hyperkalemia and hospitalization. There is no evidence that the cycler or cycler set malfunctioned or was deficient in its function. Additionally, the patient has continued to report draining issues with the replacement liberty select cycler. Based on the available information and no device evaluation, it cannot be ruled out that the liberty select cycler or cassette caused or contributed to the patient¿s draining issues resulting in hospitalization for hyperkalemia. But, with the continued reports of drain complications encountered on the replacement cycler, it is likely that the cause is either a pd catheter mechanical issue or an anatomical problem with the patient. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that a patient had issues with draining on the cycler. The patient also experienced draining slowly alarms. The doctor requested a replacement for the patient because she was hospitalized. They were aware of the drain issues, but the pdrn said it seemed she drained fine in the hospital based on what the doctor told him. Additional information was obtained through follow-up with the pd clinic. The patient was initially seen in the pd clinic on (B)(6) 2025 due to draining issues encountered during treatment on the liberty select cycler. Although no fibrin was observed in the tubing or in the drained fluid, the patient was treated with heparin in the clinic. On (B)(6) 2025 the patient went to the emergency room (ER) due to being unable to drain and stating she saw fibrin in the pd catheter. The patient was admitted to the hospital and diagnosed with pd catheter malfunction, however; no issues were found with the pd catheter. The patient was able to fill and drain manually as well as with the hospital¿s liberty select cycler without issues. The patient was found to have elevated potassium levels (7.0k+) on the initial lab draw from the ER. The patient was administered kayexalate (route, dose, frequency, and duration unknown) for the elevated potassium. It is believed that the patient¿s hospitalization was related to an issue with either the cassettes or the patient¿s liberty select cycler as no fibrin was noted in the clinic or at the hospital and the patient was able to complete treatment without issue both manually and with the hospital cycler. The patient was discharged on (B)(6) 2025. The pdrn stated the patient is completing ccpd treatments utilizing the replacement cycler.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that a patient had issues with draining on the cycler. The patient also experienced draining slowly alarms. The doctor requested a replacement for the patient because she was hospitalized. They were aware of the drain issues, but the pdrn said it seemed she drained fine in the hospital based on what the doctor told him. Additional information was obtained through follow-up with the pd clinic. The patient was initially seen in the pd clinic on (B)(6) 2025 due to draining issues encountered during treatment on the liberty select cycler. Although no fibrin was observed in the tubing or in the drained fluid, the patient was treated with heparin in the clinic. On (B)(6) 2025 the patient went to the emergency room (ER) due to being unable to drain and stating she saw fibrin in the pd catheter. The patient was admitted to the hospital and diagnosed with pd catheter malfunction, however; no issues were found with the pd catheter. The patient was able to fill and drain manually as well as with the hospital¿s liberty select cycler without issues. The patient was found to have elevated potassium levels (7.0k+) on the initial lab draw from the ER. The patient was administered kayexalate (route, dose, frequency, and duration unknown) for the elevated potassium. It is believed that the patient¿s hospitalization was related to an issue with either the cassettes or the patient¿s liberty select cycler as no fibrin was noted in the clinic or at the hospital and the patient was able to complete treatment without issue both manually and with the hospital cycler. The patient was discharged on (B)(6) 2025. The pdrn stated the patient is completing ccpd treatments utilizing the replacement cycler.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.